Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 300-400's mg/dl. Multiple system checks were performed and the pump performed as intended. Reportedly, the customer reverted to manual injections for insulin therapy.